Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel tissue laceration due to excessive force. The exact root cause cannot be determined. The likely cause was determined to have been excessive force during device insertion resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A3b: gender: n/a. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported a frail elderly patient underwent a procedure involving a left puncture and crossover, with superficial femoral artery (sfa) stenosis on the right, using a 6 french (f) system. The intervention and treatment proceeded as planned. The interventional wire was left in place for closure. During the insertion of the angio-seal sheath/dilatation system, resistance was detected. The doctor applied additional pressure to place the sheath, and the angio-seal was successfully released without any immediate abnormalities. However, a hemorrhage was noticed the following night, leading to hemorrhagic shock. An immediate operation by a vascular surgeon revealed that the puncture site was severely dilated. The angio-seal was retrieved during the operation. The patient is currently undergoing rehabilitation after the surgery. The serious injury occurred after the use of the device. Bleeding was noticed outside the procedure room. A pre-deployment angiogram was performed. The patient was hospitalized due to the event, and the hospitalization was extended. The patient required surgical intervention, specifically vascular surgery. The patient is currently recovering. The procedure being performed was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) on the left side. Hemostasis was initially achieved with the angio-seal device, and then sutured in the operating room by a vascular surgeon. A 6 french (f) procedural sheath was used prior to the vascular closure device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Resistance was detected when inserting the dilator/sheath combination. The patient is currently in rehabilitation after the operation and is stable.